Manufacturer narrative:
(B)(4). The reported impedance anomaly was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The cause of the impedance anomaly could not be determined.

Event description:
It was reported that during the device implant procedure after connecting the leads to the device, it was noted that the rv lead was not fully advanced into the header. The physician attempted multiple times to screw back the fixation screw and advance the rv lead into the header, but it was not possible to do so. The physician elected to not implant this device and use another device instead. The patient was in good condition post-procedure.